Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt and her mother reported that the "ok" button is stiff and sticking. They said, it needed to be pushed several times before it worked. They denied keypad tears or exposure to cleaning products.